Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. Information regarding the disposition of the valve was not provided. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Based on the information provided, the exact cause for aortic dissection is unknown but maybe be related to patient factors (tortuous aorta) or procedural factors (manipulation of devices). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), post transfemoral tavr procedure and deployment of a 26mm sapien 3 valve, a contrast CT was executed to detect dissection and cerebrovascular disease as the patient¿s access vessel and abdominal aorta had tortuosity. The CT did not reveal any complications. Fourteen days later, the patient suddenly passed away due to unknown cause of death. The postmortem CT confirmed the patient sustained a dissection at the ascending aorta. The valve remained well seated as it was at the time of implant. The patient¿s native annuls measured 435mm² by CT and the patient had mild septal hypertrophy.

Manufacturer narrative:
Reference (B)(4).